Event description:
Patient revised to address osteolysis, polyethylene wear and loose femoral and tibial components.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The date of insertion was reported as unknown. The investigation could not verify or draw any conclusions about the reported event based on insufficient information. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.